Event description:
Caller reported advantage system blood glucose result of 352 mg/dl, professional result of 108 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
A customer received discrepant vancomycin results for one patient sample. Initial result gave 35.4 mg/l. Repeat testing was performed at another facility on (B) (6) 2010 on a beckman analyzer giving a result of 20.7 mg/l. The customer said the beckman vancomycin result correlates better with patients clinical situation. Initial result was reported. No information provided if patient was adversely affected. .

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.